Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. The device was returned with the stent protector and mandrel attached and a kink was noted in the stent section 30mm proximal of the distal tip. The stent protector and mandrel were removed successfully with some difficulty and the stent damage was confirmed. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink 65mm proximal of the distal tip. This kink was noted in the mandrel and prior to mandrel removal. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 05jun2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 37x2.75, eccentric, de novo target lesion with a bend of >45 and < 90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. After the lesion was crossed with a non-bsc guidewire and guide catheter, a 38 x 2.50 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.